Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2002 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the cause of the spinal segment of catheter no longer connected to the pump segment was not determined. It was a clinical decision made to leave spinal segment in the intrathecal space rather than surgically remove it.

Manufacturer narrative:
Continuation of d10: product ID 8711 serial# (B)(6) implanted: (B)(6) 2002 product type catheter g3: updated aware date of new information to the correct year of 2022-may-07 instead of 2021-may-07. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2002 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was broke/cut and the patient went through baclofen withdrawal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Upon disconnecting the catheter from the implanted pump, no spontaneous retrograde flow of cerebrospinal fluid (csf) was observed. Fluoroscopic image indicated that spinal segment was not connected to the existing pump segment. Documented lengths of existing pump segments were explanted, and 13.3 cm of spinal segment remains (not used) implanted in intrathecal space. They replaced the catheter with a model 8780 catheter. The infusion rate was restarted at 100 mcg per day, decreased by a factor of 78% from prior infusion rate. The patient was admitted overnight for a 23-hour observation stay.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6). Implanted: (B)(6) 2002. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2020 the patient was having I ncreased tone with no response to dose increase. On (B)(6) 2021 the patient was still having increased tone so they had another dose increase, but had no response. On (B)(6) 2021 in the operating room, the catheter could not be advanced past t11. The relationship of the event to the device or therapy was indicated to be related, and the relationship of the event to the implant procedure was indicated to be unlikely related. The event date was 2020-12-08. The event was resolved without sequelae on 2021-05-12.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(6), implanted: (B)(6) 2002, partially explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 2003-10-29, UDI#: (B)(4). H3: analysis of the catheter revealed, a non-significant anomaly regarding coring/tears/cuts in the seal of the sutureless catheter connector. No leak was seen in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 456mcg/day via an implantable pump. The other medications the patient was taking at the time of the report was oral baclofen. The patient¿s medical history included cerebral palsy. It was reported the patient experienced increasing tone over the past few months so they increased the infusion rate by 10% without any effect. They attempted a catheter dye study on(B)(6) 2021 and could not withdraw any fluid. There were no environmental, external or patient factors that may have led or contributed to the issue. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2021. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.